Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet during the load process and the touchscreen subsequently displayed horizontal lines, while blood glucose remained unaffected; a replacement was provided and the user was instructed on data sync, shutdown, return, and re-start procedures. Symptoms included no clinical effects. Outcomes included no impact to therapy or care and no need for medical attention. Investigation included review of user report and device return logistics. Investigation of this device revealed physical damage to the display consistent with screen delamination affecting the touchscreen component, with the remainder of device functionality not impacted per user report. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.